Event description:
It was reported that they are getting artifacts on image. Our fe found the filter wheel was not rotating into place resulting in the filter wheel artifacts. He replaced the filter wheel. There where no injuries.